Event description:
This is a report of a patient who experienced peritonitis and later passed away coincident with therapy for peritoneal dialysis. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with vancomycin (1.5 g, route and frequency not reported). Three days after being diagnosed with peritonitis, the patient passed away. The cause of death was unknown. It was unknown if therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.